Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a needle. The customer reports the cannula detached from the hub during injection. The customer was able to remove the needle from his skin. The customer stated it was unk how the needle was removed. The customer also stated that from the appearance of the returned needle, it seems the needle cleanly detached from the hub.

Manufacturer narrative:
Submit date: 04/08/2013. An investigation is currently underway. Upon completion, the results will be forwarded.